Event description:
According to the facility on (B)(6) 2025 "when opening the pack, the clinician's noticed product was broke, so they put it aside and opened a new one".

Manufacturer narrative:
According to the facility on (B)(6) 2025 "when opening the pack, the clinician's noticed product was broke, so they put it aside and opened a new one". Per the facility there was no patient involvement and therefore no injury or medical intervention required. The sample was returned and the defect confirmed. No additional information is available at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.